Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2011-03680, 3005099803-2011-03681, and 3005099803-2011-03682 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat ii foot switch, an active cord, and an accessory device were used during a procedure performed on (B)(6) 2011. According to the complainant, the system's output power in monopolar modes was intermittent. The procedure was completed with the same endostat ii electrosurgical unit, but it is unknown if the same foot switch, active cord, and accessory device were used. Additionally, it is unknown if the active cord and accessory device in use were bsc products. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2011-03680, 3005099803-2011-03681, and 3005099803-2011-03682 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat ii foot switch, an active cord, and an accessory device were used during a procedure performed on (B)(6), 2011. According to the complainant, the system's output power in monopolar modes was intermittent. The procedure was completed with the same endostat ii electrosurgical unit, but it is unknown if the same foot switch, active cord, and accessory device were used. Additionally, it is unknown if the active cord and accessory device in use were bsc products. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the biomedical engineer at the account, the patient was not harmed due to this event. The complainant also confirmed that the active cord and snare used during this procedure were not bsc products, and the active cord has been used successfully since this event. The patient was reported to be fine following the procedure. As the complainant confirmed the snare was not a boston scientific product, this is no longer considered an MDR-reportable event.

Manufacturer narrative:
Although the exact brand of the accessory device is unknown, the upn shall be populated "unk657 - sensation snare" until additional information is received, as the MDR otherwise would not contain sufficient information for processing. The complainant did not provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. Reported event: output power intermittent. As the complainant did not provide the suspect device upn, the manufacturing site is unknown. "Boston scientific - (B)(4)" has been selected as it is likely this is the manufacturing site if a bsc snare was used. However, it is also possible that "boston scientific "(B)(4)" is the manufacturing site. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.